Manufacturer narrative:
D10 concomitant medical products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4g1051 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4g1051 sigphandle - sig power sigphandle handle medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the reload, the user experienced an issue where the two reloads could not be closed until the end. The reload was used with a powered stapler handle and a standard adapter. There was no patient involvement.